Event description:
It was reported that there was a cartridge change error as the pump did not detect the cartridge. There was no adverse impact to the customer¿s blood glucose level. The device is expected to be returned, and a replacement pump was provided to ensure uninterrupted insulin delivery.